Manufacturer narrative:
B5, corrected data: information regarding replacement was received prior to supplemental report #1 submission but was inadvertently omitted. D6b, corrected data: information regarding replacement was received prior to supplemental report #1 submission but was inadvertently omitted. H6, corrected data: information regarding replacement was received prior to supplemental report #1 submission but was inadvertently omitted.

Event description:
Additional information was received that the patient underwent a full replacement. The suspect device has not been received to date.

Event description:
Ap chest x-rays were received and reviewed. The x-rays were provided after a report of high impedance and increased seizures. Generator placement was observed to be not according to labeling, with the generator sitting from rib 5-6. There is no indication that the generator has migrated. Based on the images provided, the feedthrough wires were intact, and the lead pin is fully inserted as the end of the pin can be seen past the second connector block. The entire portion of the lead could not be visualized as no neck scans were provided, and therefore an assessment on strain relief and tie-downs could not be made. A portion of the lead was not routed behind the generator. The lead was seen to be slightly twisted onto itself with a sharp angle/turn near the connector pin; however, this may be due to the angle of the scan provided and not seeing the image laterally to confirm the sharp angle. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, the cause of the high impedance could be related to the sharp angle seen, but this cannot be confirmed due to the angle of the images provided; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.

Event description:
It was reported that the patient was seen with high impedance. A chest x-ray was taken and no obvious anomalies were seen. It was also reported that the patient had roughly one seizure/month, but now is experiencing 4-5 seizures/day above baseline. X-rays have not been reviewed by the manufacturer. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.